Event description:
Hcp reported the patient began having problems with withdrawal symptoms in april 2001, 6 weeks after pump refill. The symptoms included agitation, increase in tone, and diaphoresis and were found to resolve after pump refill. This happened twice, the last time, taking almost one week after refill to resolve. A "bellow study" was done, but no dye or rotor study. The pump was explanted and replaced later in 2001. The patient is presently getting refills 7 days prior to the alarm date and is having no problems at this time.